Manufacturer narrative:
An event regarding infection involving an unknown abg shell was reported. Osteolysis was confirmed as a result of a medical review. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted; [...] Procedure-related factors: end of normal service life for the abg liner with ¿normal¿ wear given patient age and implantation conditions. Patient-related factors: no info. Device-related factors: none. Diagnosis: end of normal service life condition for an abg liner with normal wear rate given patient age and implantation conditions contributed to osteolysis with failure of the devices requiring revision. A concomitant infection, possibly triggered by the extreme osteolysis around the arthroplasty, required a two-stage approach to repair with at first complete device removal. Device history review: not performed as device details are unknown. Complaint history review: not performed as no lot/sterile lot information was provided. Conclusion: a review of the provided x-rays by a clinical consultant concluded [...] End of normal service life condition for an abg liner with normal wear rate given patient age and implantation conditions contributed to osteolysis with failure of the devices requiring revision. A concomitant infection, possibly triggered by the extreme osteolysis around the arthroplasty, required a two-stage approach to repair with at first complete device removal.[...] No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Device not available.

Event description:
(B)(6) hospital reported that a customer implanted with an abg prosthesis on (B)(6) 1994 for right hip coxarthrosis, following polyethylene wear and an infection, has undergone a revision surgery. A review by a clinical consultant has identified wear of an unknown abg liner, and osteolysis around an unknown abg shell and stem.